Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection and erosion. Further information received by the field representative was that following the implant procedure, when the fellow was dictating, he remembered that he forgot to suture the subcutaneous implantable cardioverter defibrillator (s-ICD) in place. It was noted that a field representative was not at the implant procedure. During the revision procedure for the pocket erosion, it was observed that the pocket was created very superficially towards the posterior border, like the pocket was created in a straight line, not following the contour of the body. It was believed that this resulted in the pocket erosion. The s-ICD and electrode were explanted and no additional adverse patient effects were reported.